Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected medication deliver time was 24 hours; however, after the expected delivery time was completed, it was noted that there was medication in the device that had not been infused. The device had been filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 22, 2019 - october 23, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified the device containing fluid in the bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified through photo analysis. The cause of the residual fluid could not be determined; however, the probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.